Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) is underway. The reported problem (faults while charging) was confirmed. As received, the battery charger would not charge a test battery pack. Root cause investigation is underway at the supplier. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was producing faults while charging.

Event description:
A us distributor contacted zoll to report that a patient's charger was producing faults while charging.

Manufacturer narrative:
Device evaluation of charger was completed. The reported problem (charger faults) was confirmed. The charger faults were due to the charger needing a firmware update. The root cause of the faults was the outdated firmware. No adverse event resulted from the damaged charger.